Event description:
During the preventative maintenance (pm) of the da vinci surgical system by the intuitive surgical inc. (Isi) field service engineer (fse) it was found that the patient side manipulator 1 (psm) failed the slow sweep test with a high brake voltage. During the pm the psm1 slow sweep values were out of range. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.

Manufacturer narrative:
The psm arm was returned to isi for failure analysis investigation. Failure analysis found that the arm passed a slow sweep test; however, during a weighted brake drop test, the psm's axis 2 brake failed. The axis 2 brake was replaced to repair the psm. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found during preventative maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.